Event description:
The customer reported their coulter lh 750 hematology analyzer generated non-numeric wbc vote outs and discovered about 15ml of diluent leaking from round pinch tubing going through the back of pinch valve vl47. Leak was not contained. There was no death, injury, or change to patient treatment attributed to or connected with this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) replaced the worn pinch tubing to resolve the leak. The fse ran shutdown, startup, latron and controls, all within range, no further leakage noted. (B)(4).